Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2408 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on november 20, it was difficult to deliver the sheath when PICC catheterization was performed for the patient. It was found that the tip of the catheter was broken and could not enter the blood vessel, and a new catheter sheath was needed.